Manufacturer narrative:
The device has not been returned to s&n for eval. (B) (4).

Event description:
While placing anchor into patella and anchor broke in half. Malfunction report form confirms that the broken piece was not removed from the pt.